Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) no anomalies were found.

Event description:
It was reported that the lead had low impedance which triggered a patient alert. The lead was capped and replaced. The physician decided to explant and replace the device, due to a low sensing value seen when the physician connected the new lead to the device. No further patient complications were reported as a result of this event.